Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing of what appeared to be ventricular fibrillation. The tachyarrhythmia started while the patient was in atrial fibrillation. The patient was asymptomatic during the episodes. No intervention was reported.